Event description:
Heartmate ii lvad outflow bend relief graft noted to be dis-engaged on routine post operative f/u abdominal and chest x-rays. Pt is clinically stable and asymptomatic at this time. Reason for use: cardiogenic shock.